Event description:
Boston scientific received information that this patient developed a superficial suprasternal notch infection post-implant. The patient was started on medication and the electrode remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.